Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery and posterior artery. A 1.2mmx15mmx142cm fg coyote nc mr (emerge) balloon catheter was advanced for dilation. However, during second inflation at 13 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition.